Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.